Event description:
Accessed the anterior tibial then attempted to cross the occluded proximal and mid anterior tibial artery occlusion. At proximal occlusion area, when trying to wire into the distal segment of the popliteal artery, we were subintimal trying to navigate back into the native and the wire tip broke off when trying to remove wire from catheter.